Event description:
The event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip where it was reported that in ccu, rn arrived for shift and received in hand off that arterial line had been having issues dampening and going flat but would resolve with a flush. Around 21:00 the pump had alarmed several times for increasing pressure, so rn made the decision to change out the transducer. After changing out the transducer the arterial line continued having issues with dampening and again started to alarm for increasing pressure. Around 2240 rn changed transducer again to nicu transducer. After changing the transducer, a second time the line was completely flat and was initially reading the patient's map. Shortly after the pressure began to rise all the way to the 200s. Rn called intensivist to re-wire line. Line was able to be salvaged but required a new dressing. The event date occurred during infusion. The tubing was replaced. Arterial line fluids were used. There was no hole, cut, tears, any crack, disconnection or separation noted. No lot number provided as the packaging was already discarded but sample is available for evaluation. There was patient involvement, no human harm and no delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The reported complaint of no readings was confirmed on the returned set. No visual anomalies were observed on the returned set. The transducer was electrically tested, and the transducer was not able to be zeroed and could not obtain a reading. The transpac on this set is a vendor manufactured part. The probable cause of the transpac unable to obtain reading had occurred due to a vendor related manufacturing defect from manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.